Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive and was unable to be turned on. The customer's blood glucose level was 257 mg/dl. The customer delivered a bolus. The pump was connected to a power source and subsequently turned on. Reportedly, the customer has manual injections available as alternate insulin therapy.